Manufacturer narrative:
An investigation of the reported condition was performed. No sample has been received for evaluation therefore the reported condition could not be confirmed. The complaint shall be reopened if a sample is received. A device history record review was completed for lot #16l033762. There were no manufacturing related issues related to the complaint issued for this lot. Since this complaint will be considered unconfirmed no corrective or preventive actions will be taken at this time. If additional information or samples are received, the investigation will resume as needed. This complaint will be used for trending purposes. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
An investigation is currently under way; upon completion the results will be forwarded. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer states flaking, fibers falling onto patients.